Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09682. It was reported the patient¿s ipg tilted in the pocket site and as a result the extension twisted. Surgical intervention took place wherein the ipg pocket site was revised and the extension was replaced.